Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited crosstalk and noise, resulting in inhibition of pacing. The rv lead was suspected to be damaged. The lead remains in use. No patient complications have been reported as a result of this event.